Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is missing pixels. Analysis also found the lower case and side bail covers are broken, the battery contacts are compressed, and the serial number label is torn. (B)(4).

Event description:
It was reported the lower display is defective. The device was returned for repair and calibration. There was no patient involvement.